Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert. Reportedly, the customer changed their wall adapter. The customer's blood glucose level ranged from 100-120 mg/dl. Customer continued using the pump for insulin delivery.